Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and it was observed that the motor would not secure a cutter. The locking mechanism/drive shaft assembly was corroded and frozen. The motor assembly was saturated with moisture and what appeared to be a soap residue. The drive shaft assembly/locking mechanism was replaced along with motor vanes, bearings, seal pack, and the soft coupler balls. The condition of motor was most likely due to cleaning, handling, and maintenance issues. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device can not secure the cutter. It was also noted that the locking mechanism and drive shaft assembly were corroded and frozen. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.